Event description:
New information received notes another instance of post-paced t-wave oversensing was observed. Programming changes were discussed. The patient will be brought into clinic in the future to perform the programming changes. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustained right ventricular oversensing (nsrvo) occurred due to post-paced t-wave oversensing (pptwos) and pre-ventricular contractions (pvc). Programming changes were made to address the pptwos. The patient was stable.